Manufacturer narrative:
It was reported that the device is not availalbe for analysis. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 13, 2013.

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in exposure of the receiver/stimulator and facial nerve pain. The device was explanted (B)(6), 2011. The patient was implanted on (B)(6), 2011, with a new device on the contralateral side.